Manufacturer narrative:
Investigation: it has been received 6 pictures for investigation. Upon visual inspection of these pictures received, it can be observed a hair inside a 50ll syringe filled with drug. DHR of lot 1801237 has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 50ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair-coves, moustache-cover, coat, beard-cover, shoes-cover) according to internal procedure ((B)(4)). This defect has been caused because operator does not follow the clothing rules according to procedure (B)(4). Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures ((B)(4)): visual inspection: molding: 2 injections per shift. Printing: (B)(4) samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: (B)(4) samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with human error. The root cause is that operator does not follow the clothing rules according to procedure.

Event description:
It was reported that foreign matter, described as ¿hair¿, was found in a bd plastipak¿ concentric luer lock syringe. The device was not used and there was no report of injury or medical interventions.